Manufacturer narrative:
Archived samples from the complained lot 05010026 ref (B)(4) were analyzed and no abnormalities were observed. Returned samples from the affected lot were inspected and all were found to be within established specifications. The assembly line is equipped with an in-line control system capable of detecting barrel cracks. The results of the performed tests did not confirm the reported defect and did not allow identification of a possible root cause.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.

Event description:
Customer reported that the barrel cracked down length of barrel so leaks.